Manufacturer narrative:
(B)(4).

Event description:
Procedure: prostatectomy. According to the reporter, the balloon burst after a few pumps during the procedure. A patient was involved without injury. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).